Event description:
The sales rep reported that there were 4 to 5 revisions in pediatric patients due to pseudo memingoceal formation around the valve. Additional information provided explained that the surgeon is seeing a pool of fluid under the skin, which he believes is because the valve is too big for the pediatric patients. The pediatric patients have thin skin and tissue and does not allow for the sealing around the valve or the absorption of the csf, which causes the pooling and leaking. Doctor stated that he cannot confirm that theory, but believes this to be the case. No specific complaint information was provided. It was a general comment to the sales rep. None of the devices were saved. Please see complaints (B)(4).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.